Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a stenting procedure on (B)(6), 2011. According to the complainant, the patient had a 3cm sporadic duodenal adenoma (sda) stricture due to cancer of the bile duct. The patient's anatomy was not noted to be tortuous. The stent was implanted successfully on (B)(6), 2011 with no complications. Approximately one month following the stent placement, a CT image showed that the stent migrated 10-15cm. Restenosis of the stricture had occurred. It was noted that the patient had severe peristaltic motion. The stent was removed from the patient without complications. The physician then performed a bypass surgery for treatment of the stricture. However, during the surgery, a perforation was discovered within the small intestine. In the physician's assessment, the perforation was a result of the stent migration. Treatment for the perforation or additional medical intervention performed was not provided. The current condition of the patient was reported to be stable.